Event description:
It was reported that the subject guidewire coating stripped off when the subject guidewire was being backloaded during a medical procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release.visual/microscopic inspection: the device returned with the introducer. An attempt had been made to shape the guidewire tip. The core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was noted to be peeling in multiple areas to 93 cm from the proximal end.the hydrophilic coating was hydrated and there were no anomalies noted.functional inspection: not required as the defect was noted.the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Analysis of the returned device indicated the guidewire was noted to be peeling in multiple areas to 93 cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that the subject guidewire coating stripped off when the subject guidewire was being backloaded during a medical procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information is available.